Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen a couple days prior to the call. The patient's blood glucose level was 12.7 mmol/l at the time of the call. The customer's blood glucose level rose to 28 mmol/l and had to be treated by their parent at school. The customer did not return the product back for analysis.